Manufacturer narrative:
No service was requested by the user facility who performed investigation by themselves. We did not received any information regarding how they solved the issue or if any part was replaced. No ventilator logs were provided for investigation. Due to lack of information, the root cause of the reported event has not been determined. (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).